Event description:
It was reported that upon opening the package, the device was bent and the insulation was damaged. There was no case or patient involvement.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the instrument shaft sheath was found to be damaged at the instrument tip. A bent electrode could have caused this damage to the sheath. Caution should be taken not to retract the electrode into the sheath when it is bent. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.